Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged particles in her mask once starting therapy. Medical intervention was not specified. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 02/29/2024, and section h11 should be reported as: the manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged particles in her mask once starting therapy. Medical intervention was not specified. No serious patient harm or injury reported. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.